Event description:
It was reported that system error message event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was good overall. Unable to duplicate the customer's reported problem during syringe test. No problem was found on pump. The root cause of the reported issue was determined to have been caused by customer loading the syringe incorrectly. Actions taken to mitigate the reported issue: performed preventive maintenance and all functional tests. Repair was not needed due to no problem found on pump.